Manufacturer narrative:
This report is associated with (B)(4) new poligrip sa. New poligrip sa is marketed as super poligrip in the us.

Event description:
Pneumonia [pneumonia], cough [cough], foreign body [foreign body], malaise [sickness]. Case description: this case was reported by a non-health professional via call center representative and described the occurrence of pneumonia in a elderly male patient who received double salt dental adhesive cream (new poligrip sa) cream for denture wearer. Concurrent medical conditions included denture wearer. On an unknown date, the patient started new poligrip sa. On an unknown date, an unknown time after starting new poligrip sa, the patient experienced foreign body. On an unknown date, an unknown time after starting new poligrip sa, the patient experienced pneumonia (serious criteria gsk medically significant), cough and sickness. On an unknown date, the outcome of the pneumonia, cough and foreign body were not recovered/not resolved and the outcome of the sickness was unknown. It was unknown if the reporter considered the pneumonia, cough, foreign body and sickness to be related to new poligrip sa. Additional details: the patient in his 70s or 80s using new poligrip sa was on the verge of having pneumonia. He was having cough. His dentist instructed him to stop using denture adhesive like new poligrip because new poligrip got into the lungs and pneumonia was about to develop. The patient had been using new poligrip since before, and the reporter inferred that the patient went to the dental office when he was incidentally not well and thus he was told by the dentist such thing.

Manufacturer narrative:
(B)(4) is associated with argus case (B)(4) new poligrip sa. New poligrip sa is marketed as super poligrip in the us.

Event description:
Pneumonia [pneumonia] cough [cough] malaise [sickness] case description: this case was reported by a non-health professional via call center representative and described the occurrence of pneumonia in a elderly male patient who received double salt dental adhesive cream (new poligrip sa) cream for denture wearer. Concurrent medical conditions included denture wearer. On an unknown date, the patient started new poligrip sa. On an unknown date, an unknown time after starting new poligrip sa, the patient experienced foreign body. On an unknown date, an unknown time after starting new poligrip sa, the patient experienced pneumonia (serious criteria gsk medically significant), cough and sickness. On an unknown date, the outcome of the pneumonia, cough and foreign body were not recovered/not resolved and the outcome of the sickness was unknown. It was unknown if the reporter considered the pneumonia, cough, foreign body and sickness to be related to new poligrip sa. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details the patient in his 70s or 80s using new poligrip sa was on the verge of having pneumonia. He was having cough. His dentist instructed him to stop using denture adhesive like new poligrip because new poligrip got into the lungs and pneumonia was about to develop. The patient had been using new poligrip since before, and the reporter inferred that the patient went to the dental office when he was incidentally not well and thus he was told by the dentist such thing. Follow-up information received from the reporting pharmacy on (B)(6)2018 on (B)(6)2018, the reporting pharmacy phoned the patient in the afternoon and confirmed that the dentist had told the patient about possibilities of new poligrip sa to get into the lung, but in actuality, no new poligrip sa had entered into the lung at that time. Thus, new poligrip sa getting into the lung reported in the initial report was incorrect. As of (B)(6)2018, the outcome of the condition on the verge of having pneumonia and sickness was resolved, and the outcome of cough was subsiding.